Manufacturer narrative:
The report received from the field indicated that the physician was performing angioplasty through access of the right femoral artery using a cordis si avanti+ ped .035 f6 w/gw sheath with a non-cordis guide wire and a non-cordis balloon catheter/bc. After completion of the procedure, the physician was not able to retract/withdraw the balloon catheter through the distal end of the avanti plus sheath. The physician removed the avanti sheath first and then cut the balloon out of the patient. After the balloon catheter was removed, sutures were applied to the patient's access site. The patient was not injured. There was also no difficulty advancing the sheath over the wire. The balloon catheter used was completely deflated prior to attempting to retract the balloon back through the sheath. The tip of the avanti sheath was not pre-shaped and did not get caught at any time throughout the procedure. The proximal and distal ends of the sheath were detached and not included. Additional information received indicated that the avanti csi was intentionally cut to remove the bc. There was no patient injury. There was no reported difficulty gaining vascular access. The procedure was completed successfully. No target lesion, lesion characteristic, or additional information is available. One non sterile piece of a sheath introducer 6fr was received. The cannula was received cut at 7 cm from proximal end, the distal end was not received. The cannula was received damaged (twisted). The stopcock as well the tubing was not received for analysis. A 6f vessel dilator lab sample was inserted through the returned unit, no obstruction was found on the returned unit. Review of lot 15709698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The obstructed cannula reported by the customer could not be confirmed since no obstruction was found on the returned piece. No investigation for the cannula or tubing conditions (cut) were performed since the user intentionally cut the product. Without the balloon catheter and without the guidewire available for evaluation, it is not possible to determine what factors may have contributed to the failed attempts to withdraw the balloon catheter over the wire and through the cordis sheath. Based on the information available for review, there is no evidence to suggest that the reported failure could be related to the manufacturing process of the avanti sheath. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: .035 angleglide wire, 10 x 4 bard vaccess pta balloon catheter/bc. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the physician was performing angioplasty through access of the right femoral artery using a cordis si avanti+ ped .035 f6 w/gw sheath with a non-cordis guide wire and a non-cordis balloon catheter/bc. After completion of the procedure, the physician was not able to retract/withdraw the balloon catheter through the distal end of the avanti plus sheath. The physician removed the avanti sheath first and then cut the balloon out of the patient. After the balloon catheter was removed, sutures were applied to the patient's access site. The patient was not injured. There was also no difficulty advancing the sheath over the wire. The balloon catheter used was completely deflated prior to attempting to retract the balloon back through the sheath. The tip of the avanti sheath was not pre-shaped and did not get caught at any time throughout the procedure. Addendum: the product return/pr notes were reviewed and indicated the proximal and distal ends of the sheath were detached and not included. Additional information received indicated that the avanti csi was intentionally cut to remove the bc. There was no patient injury. There was no reported difficulty gaining vascular access. The procedure was completed successfully. No target lesion, lesion characteristic, or additional information is available.